Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, restenosis occurred. On an unknown date, a 2.75x32mm taxus express2 stent was implanted in an unknown location. In (B)(4) 2009, the patient had presented with a 75% restenosed lesion located in the distal circumflex artery. The lesion was 22mm long with a reference diameter of 2.40mm and treated with a unknown cutting balloon. Following the intervention, residual stenosis was 25% with timi flow of 3. The patient was discharged on bayaspirin 100mg (on-going), plavix 75mg (~(B)(6) 2010), and plavix 25mg ((B)(6) 2010 ~ (B)(6) 2011).